Manufacturer narrative:
Manufacturing and quality control data: apart from the article number fv046t, we have received no further traceability data (for example lot/batch number). The product is not available for an investigation. Nevertheless, for our production batch we can prove that there were no deviations. All products are manufactured by qualified employees and were sterilized by miethke and released for shipment after final inspection. The parameters (reflux, tightness, flow) are inspected and signed during the manufacturing process. Reason of complaint: "possible occlusion." Result : an investigation was not possible because no product was sent for investigation. It is possible that protein deposits inside the reservoir affect the function and have led to a blockage . As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. However, we cannot finally clarify what influenced the blockage, this would be require an examination of the reservoir. Based on the current information, no further regulatory actions are required from our point of view.

Event description:
The information that the product is not available for investigation is reached to us on 10/06/2020. Associated medwatch # 3004721439-2020-00184.

Manufacturer narrative:
Manufacturing evaluation: investigation on-going. Should additional relevant information become available, a supplemental medwatch report will be provided.

Event description:
The complainant reported that a progav 2.0 with distal catheter (part # fx417t) (ref. Associated MDR ID 3004721439-2020-00184) and a sprung reservoir set w/distal catheter (part # fv046t) were placed in a patient sometime in (B)(6) 2019. On (B)(6) 2020 the physician observed a device occlusion, but noted no problem with the valve or catheter as cerebrospinal fluid was drained when the surgeon removed the product. The physician stated that the tip of the abdominal cavity catheter was likely blocked in the abdomen. No known patient complications occurred as a result of this event.